Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys anti-tshr immunoassay (trab) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the following medwatches with the corresponding patient identifiers for information pertaining to the other assays: ft3 = (B)(6). Ft4 = (B)(6). Trab = (B)(6). The three samples with erroneous results were tested on (B)(6) 2017. The customer stated that the elecsys thyroid test results for two of the three samples tested on (B)(6)2017 did not match the patient's clinical symptoms. The samples tested on (B)(6) 2017 were also tested on an architect analyzer. No abnormalities were seen with the architect measurements and these were different from the elecsys values. The patient takes 2 doses 10 mg of biotin medication every day, once in the morning and once in the evening. For the sample tested on (B)(6) 2017, the patient only took biotin medication on the evening prior to sample collection. The customer believes that the patient's biotin medication is interfering with the elecsys thyroid assays. The customer stated that since biotin medication was taken by the patient only on the night before, the elecsys thyroid test measurements performed on (B)(6) 2017 sample matched the patient's clinical findings. No adverse events were alleged to have occurred with the patient. The e602 analyzer serial (B)(4).

Manufacturer narrative:
Three samples from the patient dated (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 were provided for investigation. The samples were checked for potential interfering factors. An interfering factor against a component of the reagent could not be excluded. Investigations are ongoing.

Manufacturer narrative:
A high biotin concentration (256 ng/ml) was detected in the sample dated (B)(6) 2017. The concentration was far above the biotin concentration thresholds mentioned in product labeling for the tsh, ft3, and ft4 assays. The high biotin concentration most likely caused the high ft3 and ft4 values and the low tsh value. A high biotin concentration (364 ng/ml) was also detected in the sample dated (B)(6) 2017. The concentration was far above the biotin concentration thresholds mentioned in product labeling for the tsh, ft3, and ft4 assays. The high biotin concentration most likely caused the high ft3 and ft4 values and the low tsh value compared to values generated with the abbott architect analyzer. The high tsh value of the sample dated (B)(6) 2017 could not be reproduced. The value was found to be comparable to the value generated with the abbott architect analyzer and well within the normal reference range of the assay. The biotin concentration (59.1 ng/ml) of the (B)(6) 2017 sample was found to be near the biotin concentration thresholds mentioned in product labeling for the tsh, ft3, and ft4 assays. The values were found within the normal reference ranges of the respective roche and abbott assays. Product labeling for the tsh assay indicates that there is no biotin interference up to 25 ng/ml. Samples should not be taken from patients receiving therapy with high biotin doses (e.g. >5 mg/day) until at least 8 hours following the last biotin administration.